Manufacturer narrative:
B4 date.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose level (bg) was above 500 mg/dl, although a specific value was not given. Customer administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.